Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was alleged that a piece of the product broke and into went inside the patient. The broken piece was successfully received.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: a joint remained in patient's belly. Probable root cause: material/design error. Manufacturing/assembly/ service error. Excessive user force. Severe shipping conditions. Disposable tip rubbing against product. User error manufacture date is not known. H3 other text : 81.

Event description:
It was alleged that a piece of the product broke and into went inside the patient. The broken piece was successfully received.